Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 7.0 diopter intraocular lens was explanted due to a miscalculation by the physician. Physician noted that the patient was a post op lasik patient with a very dense cataract. An incorrect measurement caused the incorrect lens selection. The patient had a mature white cataract, making visualization and accurate biometry impossible. The patient had a posterior staphyloma which was not detected as the biometry required an immersion a scan due to mature white lens. Reportedly, the new replacement lens will be a 19.0 diopter, same model lens.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.